Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: 5/13/2021 section h3: device evaluated by manufacturer¿ yes device evaluation: no complaint lens was received as part of this return. The complaint simplicity was received inside of the original folding carton. No complaint lens was received, and therefore no product evaluation could be performed on the lens. Visual inspection, of the simplicity, under magnification revealed viscoelastic residue inside of the cartridge. Further inspection revealed a cartridge crack. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed 1 other complaint has been received for this production order number the complaint issues reported are not related; therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: not applicable, as the lens was not implanted. If explanted; give date: not applicable, as the lens was not implanted; therefore, it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had lens damage. There was no patient contact. No additional information was provided to johnson & johnson surgical vision.